Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, after a total laparoscopic hysterectomy it was reported that non-absorbable suture was used rather than absorbable in error. Patient was readmitted due to significant bleeding. It was then noted that the blue suture material was in fact non absorbable and not what she believed to have been the absorbable suture.

Event description:
Date of the procedure was between (B)(6). Patient is recovering. Patient was taken back to the hospital to stop the bleeding. Bleeding was coming from the vaginal vault. Potential necrosis in surrounding tissue which required cauterization to gain hemostasis.